Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the trunk cable. The trunk cable exhibited signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.